Manufacturer narrative:
A field safety notice (fsn 88200521) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that when the trained operator stopped pressing the remote hand control button, the system movement continued and an e-stop (emergency stop) had to be pressed to halt system movement. Based on additional information from field safety notice (fsn) 88200521 / health hazard evaluation (hhe) (B)(4), it has been determined this record is a reportable event. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. Therefore, this complaint is considered to be a reportable event to the regulatory agency per (B)(4) adverse event reporting procedure (CT/nm) and not reportable for (B)(4) CT/ami radiation event reporting.